Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad) has been confirmed. Upon eval, there was an brown (-5v) wire open in the trunk cable. The cause of the check te pad messages is the open brown wire. The root cause of the open brown wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.